Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the reported issue was found during unit check-up as the equipment had not been used in some time.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) safety monitor was not working. There was no patient involvement.